Event description:
Pt was a 31-year-old female, with history of pulmonary restrictive disease, admitted for pneumonia on 4/28/95. At 1:30 pm on 4/30/95 she was discovered in cardiac arrest - cardiac monitor failed to sound audible alarm or printout graphic waveform at the time of asystolic event. Pt was resuscitated, but remained unresponsive and in multisystem organ failure until her death at 5:30 pm on 5/2/95.